Event description:
The pt experienced horrible kidney pain. In 2008, the pt was hospitalized and a CT scan of her kidneys was done. The catheter was found to be broken/sheared off; the pt stated she did not fall to cause the issue. The catheter was replaced; a 10 cm plus section of the catheter remained in the sub-arachnoid space. The pt was discharged from the hospital on the following month to home, and was stated to be in fair condition. The pump was used to deliver morphine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.